Event description:
A pt received a blister burn from a scan. The pt was in contact with the bore of the magnet during the scan and this contact led to the burn. The operator's manual states that padding is required between the pt and the bore of the magnet during scans.